Manufacturer narrative:
Last name: (B)(6). Initial report address: (B)(6). Initial reported city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup with a theranova 400, fa leak from arterial patient connector. Was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation however a video was provided. The visual inspection of the provided video showed the product during priming with water dripping down in the area of the dialysis connection. The reported condition was verified. The cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.